Event description:
The facility reported a pump with failure code 812:02. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 812:02 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that this failure code was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.